Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's infusion site had gotten pulled out overnight and their blood glucose (bg) was 600mg/dl with moderate ketones on the morning of (B)(6) 2013. The patient was treated with a correction via the pump with a new site and the bg came down to 572mg/dl. The patient was treated with an injection and the bg then came down to 322mg/dl. A few hours later the patient's bg went back up to 577mg/dl and an hour later her bg was 582mg/dl. The reporter stated that the site was changed again and it was found that the cannula was slightly bent. The bg was then 577mg/dl and then six hours later it was 413mg/dl which was corrected via the pump. The reporter stated that the patient responded better to injections than the pump boluses. Troubleshooting indicated that there was no malfunction with the pump. The reporter stated that they are monitoring bgs and in close contact with their healthcare professional. Customer support contributed bg solely to diabetes management. Although no specific evidence of pump malfunction or defect was detected, this report is being made because the pump could not be ruled out as a cause or contributor in the patient's bg excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump histories indicate the following: the pump was suspended on (B)(6) 2013 at 18:54 and deliveries were not resumed. A temporary basal program was run on (B)(6) 2013 at 07:48 and was completed on 15:45. A replace cartridge alarm occurred on (B)(6) 2013 at 14:34 and the alarm was confirmed and deliveries were resumed at 15:24 the same day. A replace cartridge alarm occurred on (B)(6) 2013 at 20:39 and the alarm was confirmed and deliveries resumed at 21:35 the same day. There were no alarms or errors related to the complaint observed in the black box or alarm histories; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.